Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The reporter stated on (B)(6) 2022, the patient looked tired, was mumbling and was falling. The patient also refused to eat so an ambulance was called. The last cgm reading the patient remembers seeing before taking a nap (unknown timeframe for their nap) was 126 mg/dl. The patient was provided d10 by the paramedics and transported to the hospital. It was reported that upon arrival to the hospital at 8:00am, the patient's bg was 45 mg/dl and the cgm was 110 mg/dl. The patient was provided d50 at the hospital. The patient was released from the hospital after nine hours. At the time of the report, the patient was doing good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid.